Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: june 3, 2026 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and no issues were identified. The physical characteristics of the received lens was confirmed to match that of a dcb00v model lens. The complaint issue "lens damaged" was not identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 health effect - impact code: 4625 for incision enlargement and sutures. Section h6 - health effect - clinical code 4581: no code available (incision enlarged) an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was observed in the preloaded monofocal intraocular lens (iol) during implantation. The iol was implanted without any resistance and it was removed and replaced due to the crack. Through follow-up we learned, that the incision was enlarged in order to remove the iol and the incision was sutured. The physician prepared the preloaded device and indicated that irrigation solution was used to fill the cartridge through the hydration port. The plunger was pushed forward without issues and set correctly. The cartridge tip was not damaged. No further information was provided.